Event description:
The customer reported this right ventricular (rv) lead is intermittently failing to sense or is undersensing. Additionally, the impedance measurements on the lead have decreased (160 ohms). Technical services suggested programming the lead in a unipolar configuration and advised that the issue may be due to compromised lead insulation. Representative will talk to physician about new rv lead. The pt is no pacer dependent and there were no adverse pt effects reported. The lead remains actively implanted for approx for 15 years, 5 months.

Manufacturer narrative:
The lead remains actively implanted, and as a result the clinical observation cannot be confirmed. The event will be re-evaluated, should additional info become available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.